Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (b(4) 2013 with the following results: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Review of the available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The black box begins on (B)(4) 2013. Due to continued use of the pump, the black box and history for the original complaint on (B)(4) 2011 has been overwritten and is no longer available for review. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed that the patient had a seizure due to low blood glucose. The patient was treated with glucagon and IV at the time of concern. When he arrived at the ER his blood glucose was at 86 mg/dl. The reporter contacted animas to assess the animas pump. During troubleshooting, the animas representative could not find any mechanical issues with the animas pump. There was no evidence of product misuse. The subject pump was programmed with the correct date/time, basal segments, and advance features (iob, blood glucose target, I:c ration). The patient reportedly did not take any unintended or excess insulin prior to the event. The total daily doses add up. The basal and bolus insulin dosage are accounted for. It is not clear what contributed to the patient alleged hypoglycemia. This complaint is being reported because the patient reportedly received medical intervention for hypoglycemia while the patient managed his diabetes with the animas pump.